Event description:
It was reported that during testing in 2008, it was found that the device had malfunctioned. At an earlier check carried out in 2007, only one electrode showed high impedance. The patient's mother mentioned that her child banged his head on the implant site against another child's head about 3 months ago.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.